Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio- 3.9. Pt self-tester went to the hospital about 5 hours later due to a gi bleed and was tested at the hospital lab; inr= 5.6. Doctor wanted the pt to be admitted to the hospital, however, he did not want to stay. Pt was given vitamin k through an IV and discharged. Pt states that he always has bruising and bleeding. Technical services is replacing the customer¿s meter and sending new strips.